Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sensing integrity counter. Unexpected delivery of ventricular tachyarrhythmia therapy was also observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital after received an inappropriate shock. An alert was noted to have triggered for short v-v intervals and oversensing on stored episodes. The pacing lead impedance was noted to be high. The pace/sense conductor was suspected to be fractured. The lead was programmed off. A few days later the lead was replaced. No further patient complications have been reported as a result of this event.